Event description:
During inspection of radial and lateral axes liner rails and bearings, it was found that 4 lateral linear rails had a gap. No detector fall event and no injury was reported. These gaps between the rotor casting and lateral rails may impact the lateral drive and lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
While the failure mode was different in this case, ge healthcare is in process of investigating this failure to determine if it introduces a similar hazard as in MDR report #9613299-2013-00001. A follow up report will be submitted once investigation results are available.